Event description:
The customer reported via phone call that the insulin pump would not register when the piston was hitting the reservoir. It was also reported the customer's blood glucose rose to 500 mg/dl. The customer also stated they programmed a bolus, but did not observe insulin exiting from the insulin pump. Customer's current blood glucose was 460 mg/dl. The customer did not feel well from their high blood glucose. Customer treated their blood glucose with a manual injection. Troubleshooting was not completed as the customer did not have the necessary equipment available. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.